Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-31830) section e1 - country was incorrectly documented.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) reader. Customer reported being unable to test due to a fast draining battery. As a result, experienced "no response when talked to", "apathy", and was unable to self-treat, requiring third-party treatment of "juice" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date "fifteen days ago" prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) reader. Customer reported being unable to test due to a fast draining battery. As a result, experienced "no response when talked to", "apathy", and was unable to self-treat, requiring third-party treatment of "juice" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader jtgz289-k0603 has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to use related issue. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.